Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505636, liner standard 3.5 mm offset 36 mm, 62047754, 0100121040, alloclassicâ® sl stem offset uncemented 4 taper 12/14, 2655367, 00877503602, bioloxâ® delta ceramic femoral head, 2841885. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient has been indicated for revision due to inadequate soft tissue and non-ideal cup positioning. The head and liner are to be revised on unknown date. The surgery has not yet been scheduled. Attempts have been made and additional information on the reported event is unavailable.